Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer was just sitting and watching tv when the alarm came up twice today. Customer was able to clear it and rewind it every time. Customer's blood glucose was 111 mg/dl. Customer stated that the alarm occurred during basal. Customer was assisted with clearing the alarm. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor system test and there was a motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed the motor test. Pump was received with a minor scratched display window. Pump was received with cracked battery tube threads. Pump was received with a cracked reservoir tube lip. Pump was received with a cracked belt clip slot.